Event description:
An advocate from (B)(6) indicated his wife's breeze2 was not working. She had received a low blood glucose reading of 4.3mmol/ and was experiencing pain in her neck. An ambulance was called and she was taken to the hospital where she was given IV glucose. An hour later her blood glucose had risen to 8.9mmol/l. No additional information was provided about the incident. The strips are expected to be returned for evaluation.